Manufacturer narrative:
Root cause: the syringe packaged in the deroyal convenience kit is supplied by (B)(4). In a supplier corrective action report (scar), (B)(4) stated it was unable to determine a root cause for the reported event. The supplier reviewed the manufacturing process and returned samples, and all parts were qualified. Corrective action: in its scar response, (B)(4) indicated the injection molding inspector was retrained on the syringe process inspection specification, with emphasis on paying attention to luer-lock matching detection. Investigation summary: an internal complaint ((B)(4)) was received indicating that a syringe contained in a convenience kit (part number 89-753, lot 47707687) failed during use. The end user reported that when the syringe was used in tight spinal areas, the pressure would cause the extension set to pop off, resulting in a loss of medication. A sample was returned november 8, 2018 to deroyal. These were forwarded to the supplier november 9, 2018 for evaluation. The complaint investigator reviewed the work order for possible discrepancies that may have contributed to the reported issue. No discrepancies were identified. The bill of materials for the finished good was reviewed, and raw material (B)(4) was identified as the affected kit component. This part is supplied to deroyal by (B)(4). The scar and supplier notification letter logs were reviewed for the period of 2016 to present for similar complaints. Previous scars were found for similar non-conformances. Therefore, a scar was issued to (B)(4). A response was received and accepted by deroyal's complaint investigator. Deroyal will continue to monitor post market feedback and will recognize in the future if this issue reoccurs. The investigation is complete at this time. If new and critical information is received, this report will be updated.

Event description:
When the syringe is used in tight spinal areas, the pressure would pop the extension set off, causing loss of medication.